Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(6). A sus voluntary event report, medwatch number mw5101098, was received.

Event description:
Related manufacturer's reference number: 2017865-2021-24154. It was reported that the device was vibrated. Device is normally monitored form home. The patient went to the clinic for further evaluation, and it was discovered that the implantable cardioverter-defibrillator (ICD) was in backup mode and one of pacer lead was not working. It was noted that the ICD battery was not the issue. Device was updated. It was observed that the patient was experiencing fatigue. Patient was recovering. Further information was requested but not received.